Event description:
It was reported the patient¿s very first implant gave him an infection in 2003. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0340361v, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: lead; product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: implantable neurostimulator; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: extension; product ID 3487a-33, lot# j0427680v, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type: lead. (B)(4).